Manufacturer narrative:
Additional information: h6, h10. As reported in a research article of 60 patients with an asymptomatic or minimally symptomatic ventricular septal defect, (vsd) one patient had the device embolize, another had severe compromise of the tricuspid valve during establishment of the arteriovenous loop, and a third patient had supraventricular tachycardia. The specific device implanted in the patients who experienced complications was not reported, however, amplatzer duct occluders 1 and 2, as well as amplatzer vascular plug 2 (avp2), were used off label to close the vsd. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article "exercise capacity and ventricular remodeling after transcatheter ventricular septal defect closure in asymptomatic or minimally symptomatic adolescents and adults" was reviewed. This article was a prospective study to investigate serial changes in exercise capacity and ventricular remodeling in asymptomatic or minimally symptomatic adolescents and adults with ventricular septal defects who received either device closure or conservative treatment. From march 2015 to august 2018, 60 eligible patients between 16 and 60 years old were enrolled. Transcatheter occluders from two manufacturers are associated with this study including amplatzer duct occluder I, amplatzer duct occluder ii, amplatzer vascular plug ii (abbott) and heartr perimembranous vsd occluder (lifetech scientific). The average age was 28.3, and there were 31 females. There are no allegations against the abbott devices. The primary author is chun-an chen, md, phd. The corresponding author is jou-kou wang, md, phd, of department of cardiology, national taiwan university children¿s hospital, taiwan. The corresponding email is: jkww@ntuh.gov.tw.